Manufacturer narrative:
It was reported that on (B)(6) 2020 while removing a silicone elastomer coated latex foley cather from a (B)(6) female patient with neurogenic bladder the catheter broke into pieces. The reporter states, the catheter had been in place for three weeks prior to removal and had been inflated with 10 ml of sterile saline at time of insertion. Reporter states, there was bleeding at the site, but no serious injury noted. Reporter states, supervisor was contacted immediately. A new foley catheter was subsequently re-inserted without reported issue. The end user is currently "doing well, with no new issues at this time." The sample is not available for return and evaluation. Therefore, a root cause cannot be determined. No further information is available. Due to the reported incident and in abundance of caution this medwatch is being filed. If additional relevant information becomes available, this report will be reopened and reevaluated.

Event description:
It was reported that a silicone elastomer coated latex foley catheter broke into pieces upon removal. A new catheter was inserted.